Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. Noted that rv lead impedance measurement was higher then last follow-up, previous check impedance value was around 900ohms, this follow-up the impedance is 1320ohms, which is also up from initial values at time of implant around the 500-600ohms range. There is no underlying rhythm with this patient so am unable to determine sensing, the capture threshold was up slightly at 1 .6v @ 0.6ms, up from 1 .3v @ 0.6ms last follow up. The implanting physician was made aware and the patient will be reviewed again in 3 months to assess the lead. The physician was unknown at (B)(6) hospital in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).